Manufacturer narrative:
Manufacturer¿s investigation conclusion: the evaluation of the submitted system controller log files confirmed the report of multiple power elevations and identified a low speed advisory event. A specific cause for these events could not be conclusively determined through this evaluation; however, the account reported that left ventricular assist device (lvad) interrogation was suspicious for lvad hemolysis / thrombosis. The report of thrombosis could not be confirmed as heartmate ii left ventricular assist system (lvas), serial number: (B)(6), is not available for investigation. A specific cause for the report of thrombosis, hemolysis, and the patient outcome due to multisystem organ failure could not be conclusively determined through this evaluation. A direct correlation with (B)(6) could not be conclusively established. The submitted log files captured several elevations in pump power and estimated flow from the beginning of the log file (on (B)(6) 2020 at 12:54:12) through on (B)(6) 2020 at 07:13:44 and from on (B)(6) 2020 at 03:54:07 through the remainder of the log file (on (B)(6) 2020 at 06:54:01), reaching values up to 17.4 w and 12.0 lpm, respectively. In addition, one transient low speed advisory event was observed on (B)(6) 2020 at 14:04:55, associated with the pump speed decreasing to 7200 rpm, below the low speed limit of 8600 rpm. This event occurred while the system controller was connected to battery power, and elevated pump power and estimated flow values of 9.6 w and 10.0 lpm, respectively, were noted at this time. No autopsy was performed, and (B)(6) would not be returned. There is no product available for evaluation. The heartmate ii lvas instructions for use (IFU) lists device thrombosis, hemolysis, and various forms of organ failure as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records found no deviations from manufacturing specifications. The heartmate ii lvas IFU lists device thrombosis, hemolysis, various forms of organ failure, and death as adverse events that may be associated with the use of heartmate ii left ventricular assist system. Section 6 entitled ¿patient care and management¿ outlines indications of pump thrombosis, as well as how to respond to such events. Section 6 also provides information regarding anticoagulation therapy and the recommended inr range. Section 1 entitled ¿introduction¿ outlines all pump parameters, including power, flow, speed, and pulsatility index (pi). Pump flow is estimated based on pump power. Section 6 explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section 7 entitled ¿alarms and troubleshooting¿ outlines all system controller alarms, including the low speed advisory alarm, and provides information regarding how to respond to and troubleshoot the alarms. Heartmate ii lvas patient handbook section 5 entitled ¿alarms and troubleshooting¿ outlines all system controller alarms, including the low speed advisory alarm, and provides information regarding how to respond to and troubleshoot the alarms. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was later reported that the patient had recently purchased a probiotic with 60 natural herbs and supplements which he had been taking for a week or two and coincided with ldh lab value changes. It was noted that it was possible that the patient¿s purchase of probiotic that he began taking just prior to the lactate dehydrogenase (ldh) lab changes may have contained an herb, supplement, or vitamin k component that could have interfered with laboratory values and precipitated left ventricular assist device (lvad) hemolysis / thrombosis, but there was no way to verify this. Heparin infusion and tirofiban were commenced on (B)(6) 2020, and bivalirudin was added later during the hospitalization. An echo was ordered with no significant change compared to previous studies. A CT of the chest was going to be ordered if the patient was a surgical candidate, but the patient did not wish to undergo surgery. The patient decompensated further and expired on (B)(6) 2020 due to multisystem organ failure.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient admitted to the hospital with elevated ldh greater than 1500. Lvad interrogation revealed the suspicion for lvad hemolysis/thrombosis. Urinalysis was positive for hemoglobin. The site detailed lvad sounds similar to a "revving sound" coming from the chest area. The patient experienced multiple power elevations. On (B)(6) 2020, tirofiban was administered. Manufacturer's technical services reviewed the log file and noted intermittent power elevations and speed drops. The patient expired on (B)(6) 2020 due multi system organ failure. No additional information was provided. No further information was reported